Event description:
New information received notes that th patient experienced dizziness, shortness of breath, and fatigue. The pacemaker was reprogrammed but the diagnostic anomaly was unable to be fully resolved. The device will continue to be monitored.

Manufacturer narrative:
The reported event of missing trends was confirmed. Based on the information provided, it was determined that prior to reset the device was not detecting when the patient was exercising due to the heart rate calibration being set very high. Thus, the exercise compliance diagnostics did not contain any information. After the reset, exercise diagnostics compliance was cleared and the feature was set to off, per device design. Therefore, there are no diagnostics due to the feature being reset and turned off.

Event description:
It was reported that the implantable cardiac monitor exhibited a diagnostic issue. No intervention was performed and the patient's condition was unknown.

Manufacturer narrative:
Further information was requested but not received.